Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic assisted vaginal hysterectomy. Event description: facility: [user facility]. "Scissors insert to 5mm trocar (lagis) but the tip of scissors can't close. This device function is abnormal. The trocar cannot remove from this pair of scissors due to scissors' flaw. Client returns the defect device together with lagis 5mm trocar. Please consult with attached photos. Patient suffered more wounds when surgeon remove this device. They replaced with a new one to completed this surgery. We offer a ctr03 to make up the customer loss of [competitor] trocar." Additional information received via email 28apr2022 from [distributor]: the device was functional upon initial use. The blades did not close fully when the surgeon cut uterine ligaments for some time. "The wound must to enlarge 10mm in order to remove the scissors." Patient is currently doing well. The case was completed with a new cb030. Intervention: "they replaced with a new one to completed this surgery." Patient status: patient is currently doing well..

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the trocar. Visual inspection confirmed the complainant¿s experience as the scissors could not be removed from the trocar due to the blades not closing. Additionally, damage to the blades was observed preventing the unit from actuating. Based on the condition of the returned unit and the description of the event, a burr likely resulted from the scissor blades interfering with one another at their proximal end. However, the exact root cause of the blades interfering with each other is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic assisted vaginal hysterectomy. Event description: facility: [user facility]. "Scissors insert to 5mm trocar (lagis) but the tip of scissors can't close. This device function is abnormal. The trocar cannot remove from this pair of scissors due to scissors' flaw. Client returns the defect device together with lagis 5mm trocar. Please consult with attached photos. Patient suffered more wounds when surgeon remove this device. They replaced with a new one to completed this surgery. We offer a ctr03 to make up the customer loss of [competitor] trocar." Additional information received via email 28apr2022 from [distributor]: the device was functional upon initial use. The blades did not close fully when the surgeon cut uterine ligaments for some time. "The wound must to enlarge 10mm in order to remove the scissors." Patient is currently doing well. The case was completed with a new cb030. Intervention: "they replaced with a new one to completed this surgery." Patient status: patient is currently doing well.